Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During the procedure to upgrade to an implantable cardio- verter defibrillator (ICD), the bradycardia device was programmed to asynchronous mode, doo. No output was observed on the ECG with no support to the patient for approximately six seconds. The patient was then externally paced. The patient was fine once the external pacing was started and had no complications as a result of this event.